Event description:
Related manufacturer reference number:3006705815-2022-01495. Related manufacturer reference number:3006705815-2022-01497. It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue. It is unknown which leads migrated; therefore, all leads will be reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.